Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: review of the black box data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump powered on normally and successfully completed rewind, load and prime steps. The force sensor was evaluated and found to be operating within require specifications. The pump was exercised for 24 hours without any occurrence of loss of prime. Investigation did not duplicate the complaint.